Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huyi1116 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 6.6fr s/l broviac catheter. Usage residues were evident throughout the sample. Sutures were tied around the catheter just proximal of the surecuff. The catheter was received in two segments which shared a complete break 12.5cm distal of the intermediate tubing. The break edges appeared irregular. An attempt to infuse water through the sample using a 12ml syringe revealed the proximal segment to be patent to infusion and aspiration with no observed leaks. The distal segment was initially occluded, but became patent following the clearance of blood products. Microscopic inspection of the break revealed sharply defined, dully granular surfaces. The break edges were partially irregular and tapered upward along one side. The tapered edge was irregular. The remaining break edge exhibited a vaguely s-shaped profile. The characteristics of the break were consistent with damage initiated by catheter over-pressurization, then propagated by tensile stress. The initial leak appeared to be the result of burst damage likely caused by flushing against an occlusion or use of a syringe smaller than 10ml. The complete break likely occurred during device removal as the catheter was already weakened at the burst site. The product IFU states ¿do not use a syringe smaller than 10 ml!¿ the product IFU also provides instructions for maintaining the catheter to avoid blood product occlusions. Reference faqir 990104 for additional information about this failure type.

Event description:
The following information was provided in a user report: on (B)(6) 2015 - cvc was implanted through the left jugular vein without complications. On the (B)(6) 2015, patient presented for blood testing and cvc flushing, cvc is not retrograde, flushing was reported with no problems without pressure, no swelling in the neck. On (B)(6) 2015 - patient presented to ward to continue the chemotherapy. As reported connecting the cvc, cvc was externally unremarkable and no blood aspirable. 1 ml saline solution 0.9% was injected and was easily injected. The child began to cry, and a questionable thickening in the neck wrinkle was noticed. Again 1 ml saline solution 0.9% was injected. Users reported finding a little swelling in the neck area and stated that the catheter plugged. Consultant for pediatrics was called. Again 1 ml saline solution 0.9% injected by was done by consultant with easy injection. Swelling of the left neck area was reported. Diagnosis reported an alleged catheter leak. Report stated that pediatric surgery was contacted and a change of the cvc was scheduled for (B)(6) 2015. An ultrasound of neck vessels was done on (B)(6) 2015 that showed both internal jugular veins open. Surgery was conducted on (B)(6) 2015. Report stated that removal of cvc was incomplete as the distal part was found in right heard under fluoroscopy. A new cvc was implanted in the left jugular vein without complications. Transfer of the intovated child to angriography was done, where removal of the distal catheter piece by colleagues of the radiology department was done without complications over access in the right jugular vein. Child in was reported to be in good condition with no significant bleeding.